Event description:
It was reported that the ipg lost stimulation to early. Telemetry strips noted eri (estimated replacement indicator). The stimulator was explanted and replaced. The patient outcome was "ok".

Manufacturer narrative:
Final analysis of neurostimulator model 37601, serial # (B)(4) showed battery normal end of life; telemetry and output ok. There was no significant anomaly.

Manufacturer narrative:
(B)(4).